Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during device evaluation: error e104 fog-free function failure, no image, foggy image, and a cracked video connector. A root cause could not be identified. Based on the results of the investigation, it was considered likely that the following led to the malfunction: regarding the customer allegation, error e216 was attributed to a damaged cable unit. Regarding the investigation findings, the no image condition was due to a damaged charged coupled device unit, and a foggy image was caused by damage to the charged coupled device unit and the error e104 was caused by a component failure of the defogging function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope displayed a scope communication error code(e216). The event occurred during inspection for use. There were no reports of patient harm.